Event description:
It was reported that the console prompted error codes 55 (co2 on line limits sw compare error), 48 (power meter sanity low med 1w software) and 13 (co2 pump current velocity error) during procedure. The procedure was not completed due to this event. There were no patient complications.

Event description:
It was reported that the console prompted error codes 55 (co2 on line limits sw compare error), 48 (power meter sanity low med 1w software) and 13 (co2 pump current velocity error) during procedure. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted procedure with patient under anesthesia or sedation status unknown.

Manufacturer narrative:
E1: initial reporter address 2 and initial reporter city corrected. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The console was turned on normally a few times and prepared to calibrate the current. At the beginning, it could output 20 or more watts, but later it was found that the energy could not be generated. The repeated power-on kept prompting an error of 48. The reported event was confirmed. The bobbin was replaced. After replacing the bobbin, the laser output was normal. The current, energy and system calibration was performed. It is most likely that the damaged bobbin could have affected the device performance and its integrity leading to the event experienced by the customer. Based on the information available, and console analysis results, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.